Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top and bottom covers as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was obtained intermittently. The condition of the electrode prevented an electrical test from being performed. The device passed the mechanical tests performed. Electrical troubleshooting performed revealed a short between the power node and electrode ground case, and a short between the voltage ground and electrode ground case inside the analog chip. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Device testing revealed abnormal results. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: sections b.3 & d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly reimplanted with another advanced bionics cochlear device on the contralateral side. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.